Event description:
Hill-rom has become aware of a head actuator failure on the clinitron at-home air fluidized therapy bed that caused the head section of the bed to drop suddenly. The caregiver was raising the pt's head section of the bed at the time of failure, but the pt was not seriously injured. The pt indicated a headache as a result of the sudden drop. A preliminary investigation revealed the threads in the clevis sleeve were stripped out and slipped off the end of the actuator's retraction rod during operation. Hill-rom will submit a follow up report once an engineering investigation can determine root cause of the failure.